Event description:
It was reported that an ilet user experienced persistent hyperglycemia, with sensor glucose readings in the high 200s to 300s and a fingerstick of 322 mg/dl, after meals and a full supply change; the user noted sensor issues and confirmed that freestyle libre 3 plus could not be calibrated, reviewed insulin on board, and performed an infusion set change with verified drops while attempting to avoid scar tissue. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included user education, troubleshooting, and continued monitoring, with a plan for follow-up. Investigation included review of device data and user-reported alarms, comparison of sensor and fingerstick values, and guided inspection and replacement of the infusion set and supplies. Investigation of this case revealed a discrepancy between sensor and fingerstick readings and potential infusion site or tissue-related absorption variability, with no evidence of device malfunction identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.